Manufacturer narrative:
Calibration signals for the calibration performed on 02-aug-2021 were within expected ranges. Upon review of the alarm trace, no relevant alarms were observed on 31-jul-2021 or 12-aug-2021. The field service engineer replaced the sample probe, pinch tube, and cells. A calibration of the probe liquid level detection was performed. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys anti-cov-2 s assay on a cobas 6000 e 601 module. It was asked, but it is unknown if any incorrect results were reported outside of the laboratory. The sample was diluted 1:10 and initially resulted in an anti-cov-2 s value of 9.10 u/ml (reactive). The sample was diluted 1:10 and repeated on (B)(6) 2021, resulting in a value of < 4.00 u/ml (non-reactive) accompanied by a data flag. The sample was also repeated without dilution, resulting in a value of 0.400 u/ml (non-reactive) accompanied by a data flag. The anti-cov-2 s reagent lot number was 548617. The reagent expiration date was requested, but not provided.